Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14087 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked events on (B)(6) 2024. The events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 250 to 350mg/dl. The patient resolved the event with correction bolus via pump followed by changing infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.